Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the device not activating was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center failed to activate after switching on, and the power switch indicator/light emitting diode(led) was blinking. Front panel also blinking intermittently during maintenance. During inspection and evaluation, device failed to activate the power due to a faulty printed circuit board, no image on the monitor screen due to faulty printed circuit board, all leds of the front panel glowing continuously due to faulty printed circuit board, front panel switches not working due to faulty printed circuit board, error 110 coming on monitor screen due to faulty printed circuit board, scope identification function not working due to faulty printed circuit board. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: air pressure does not retain the pressure due to a defective scope socket, difficult to activate the power switch due to faulty power switch, tubing found dirty, receptacle found loose, burned components on the printed circuit board, and wire found deformed. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.